Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, implant clicking in the left hip, adverse reaction to metal debris, lethargy, nausea, rashes, weight gain, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of grayish fluid, metallosis staining, corrosion at the trunnion, stained scar tissue, a medial cyst and metal wear debris. The modular head and acetabular cup were removed and replaced. Additional information received august 12, 2014 reports patient was revised on the right side (B)(6) 2014. Revision operative notes report the presence of granulation tissue and bone loss consistent with inflammatory change. The cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, implant clicking in the left hip, adverse reaction to metal debris, lethargy, nausea, rashes, weight gain, elevated metal ion levels and metallosis. No revision procedures have been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of grayish fluid, metallosis staining, corrosion at the tunnion, stained scar tissue, a medial cyst and metal wear debris. The modular head and acetabular cup were removed and replaced. Additional information received in the complaint report noted patient underwent a right hip revision procedure on (B)(6) 2014 where the head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, bone/tissue damage, implant clicking in the left hip, adverse reaction to metal debris, lethargy, nausea, rashes, weight gain, elevated metal ion levels and metallosis. No revision procedures have been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-02436 / 02441).